Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin deliveries had stopped. There was no known impact to the customer's blood glucose level. Tandem technical support (cts) reviewed the pump logs and no alarms were found; the only alert found was a incomplete bolus alert. Cts educated the customer in regards to the incomplete bolus alert.